Manufacturer narrative:
The reported complaint was confirmed. Per the field service representative (fsr), he replaced the molded tongue on the roller pump. The unit operated to manufacturer specifications and was returned to clinical use. No part will be returned for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The field service representative (fsr) is scheduled to do preventive maintenance (pm) on this unit, that is when repair will be made.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the molded tongue was broken on roller pump. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.